Event description:
The report co received from affiliate indicated that, during the coil placement, the prowler 14 (mc) could not advance over the agility guidewire. There was right femoral arterial access and the target site was the left posterior communicating artery (pcom). There was neither tortuosity nor calcification present. The aneurysm measured (6x5) mm. There were no abnormalities noted during inspection of product, however during use, the guidewire could not go through the mc. Continuous flush solution was maintained through the mc. There was not pt injury. This product has been returned for evaluation and testing, however the engineer's report is not yet complete. Additional information will be sent within 30 days upon receipt.